Manufacturer narrative:
Coopersurgical , inc. Is currenlty investigating the reported condition.

Event description:
(B)(4). Report submitted by distributor on behalf of end-user- incident -wire snapping at tip of instrument (happened with x 6 electrodes), also happened during a case earlier this month. I have been told that the product was thrown out. Fischer cone biop ex lg 900-152 (B)(4).

Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR distribution history: the (B)(6) fisher cone assembly was purchased from geotec, inc. As an OEM finished product, issued to work order (B)(4) as csi part number (B)(6). Manufacturing record review: DHR-900-151 - (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: definitive root cause is indeterminable however, previous testing performed in 2011 in trying to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended, the testing was repeated in (B)(6) of 2019 and resulted in the same manner. See attached copies of testing reports. Corrective actions: complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary. No further training is required since the complaint was not confirmed. Was the complaint confirmed? No.

Event description:
"Wire snapping at tip of instrument (happened with x 6 electrodes)". 1216677-2020-00226-1 900-152 fischer cone biop ex lg (B)(4).